Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 33cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The coating of the conductor cables to the atrial dipole was damaged in this region. Furthermore the conductor cable to the ring electrode was fractured. These findings can be considered the root cause of the clinical observation of oversensing resulting in shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 24 months, oversensing with inappropriate therapies on the right ventricular channel was reported.